Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). Updated sections: d-10, h-2, h-10, h-11. Corrected sections: h-3: device not eval provide code: correct from "other" to "device evaluation anticipated, but not yet begun".

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 08/24/2021. An investigation was conducted on 08/31/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The gray silicone insulation on the cold jaw was observed to be peeled away from the cold jaw from the middle of the jaw to the tip of the cold jaw. Peeling was also observed on the underside of the cold jaw as well. The heater wire was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hempro vh-3500, the tip of hemopro jaw cracked during use. The plastic jaw cracked. Nothing fell into the patient. The device was set aside. Upon visual inspection, nothing was missing and nothing was retained by the patient. A second kit was opened to complete the procedure without further incidents. No patient injury reported.